Event description:
During a routine hemodialysis treatment, an unquantified amount of blood was observed leaking externally from the post filter port. Treatment discontinued and patient was transported to hospital. Patient was admitted and transfused 2 units of prbcs. It was reported that the cap on post filter port was not replaced after priming the line during set-up and the line was not clamped.

Manufacturer narrative:
The reported event is attributed to the operator not following instructions for set-up and prime of the cartridge per the user's guide, which specifically state to tighten the cap and clamp the port securely. The user's guide also includes appropriate warnings to make sure all cartridge connections are secure and that the cycler may not be able to sense all leaks. Additional training has been provided by facility staff. Medical considers this report closed. No additional information will be provided.